Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. The blood glucose of the customer was 480 mg/dl at time of incident. Customer mentions other blood glucose as 700 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced any other symptoms like nausea. Customer declined to perform an high pressure test. The customer was not treated for high blood glucose. Customer was admitted into hospital as a result of high blood glucose on (B)(6) 2019. Customer was alleging possible insulin pump under delivery. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.